Event description:
It was reported that during implant the healthcare provider (hcp) was unable to aspirate the catheter or confirm cerebrospinal fluid (csf) flow after several attempts at placement. It was noted that there was clear csf return after the needle placement but the hcp was unable to aspirate csf. X-rays were taken and confirmed the catheter placement. A dye study was performed and the hcp was unable to see contrast under fluoroscopy. It was indicated that there may have been a catheter occlusion. The device was not implanted and the case was ultimately aborted. Patient status at the time of the report was no injury.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed no significant anomaly found. There was catheter body user damage beyond the intended reliability that likely occurred at or after explant. It was unknown what occurred to cause the guidewire to become stuck inside the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.